Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Post-procedural imagery was reviewed revealing the following observations: radial and axial tip tear along distal liner edge. 3mensio imagery was provided and the following was observed: patient's access vessels had presence of tortuosity and calcification around the femoral bifurcation region. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device imagery. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as patient factors were confirmed via provided 3mensio imagery. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 20 mm sapien 3 ultra resilia (s3ur) valve in the aortic position, after successful placement of the s3ur, the tip of the 14f esheath+ was noted to be almost torn off. There was no harm to the patient and they were stable. The device was discarded. There was some slight resistance when placing the sheath, however there was no difficulty during removal of the esheath or delivery system. The root cause is noted to be unknown.